Event description:
The physician was unable to cross the lesion and the stent system was withdrawn. Analysis of the returned device found that the catheter (outer body) was separated.

Manufacturer narrative:
The device history record review confirmed that the unit met all material, assembly and performance specifications. A 123.5cm section of the outer body and the inner body were returned separated at the proximal shaft. Both the outer body with the inner body appeared to be cut with a sharp object. The outer body was kinked and compressed on several places on its proximal and distal section. The stent was in the outer body in its intended location. The stent was deployed on the table. The inner body and outer body were full of blood up to its proximal section. Efforts made to flush the outer body were unsuccessful. The inner body bumper marker was not butted up against the stent proximal markers. All dimensions which could be measured were within specifications. Based on the investigation and the info provided, there was no indication that the device was not used as in accordance with the labeling. The catheter appeared to have been cut by a sharp object. The other damages noted to the returned device were likely caused by excessive force applied to the system in order to overcome resistance during advancement. Therefore, a root cause of operational context has been assigned to this event.